Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they were getting sporadic questionable results for an unspecified number of patient samples tested for gluc3 glucose hk (glu) on a cobas 6000 c (501) module - c501. There was no problem noted with any other assays. The customer provided data for four patient samples that had erroneous initial glu results which were reported outside of the laboratory. The samples were repeated on a different c501 analyzer and the repeat results were believed to be correct. Corrected reports were issued for these samples. The customer later clarified that they were not aware of any other patients with erroneous test results. No other tests were problematic. The first sample initially resulted as 238 mg/dl and was questioned by the doctor. The sample was repeated, resulting as 98 mg/dl. The second sample initially resulted as 249 mg/dl and was questioned by the doctor. The sample was repeated, resulting as 110 mg/dl. The third sample initially resulted as 268 mg/dl. The sample was repeated, resulting as 119 mg/dl. The fourth sample initially resulted as 256 mg/dl. The sample was repeated, resulting as 105 mg/dl. No adverse events were alleged to have occurred with the affected patients. The glu reagent lot number was 20318101, with an expiration date of 03/31/2018. The field service engineer initially checked the instrument nozzles, probe alignment, gear pump pressure, incubator water temperature, rinse tubing, and rinse nozzle levels. All checks were ok. The rinse tubing had no leaks or holes. The customer requested replacement of the sample probe. Mechanism checks ran successfully. The customer ran precision studies and controls. The engineer later determined that there was a fluidic failure of the rinse tubing. A check test was failing and results were not within range. He replaced the rinse tubing. The customer ran calibration and controls. All tests passed.